Manufacturer narrative:
Complaint is confirmed. Examinations of the returned used device, item aes-90sn, found plastic heat shrink tube damaged (deformed). Examination was performed per edge probes, standard work line. Appears the black pet shrink used to cover the outer return tube has been damaged (melted) by excessive heat and causing failure of the insulation. This is not a manufacturing defect. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 11 complaints regarding 11 devices for this device family and failure mode. During the same time frame 142,395 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .00008 per the instructions for use, the user is advised the following; maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the facility that the aes-90sn, arthroscopic probe was used during rc repair surgery, the surgeon inserted the probe into the intended spot and the probe's tip burnt out and the coated tip in black melted in the heat. It happened after starting surgery for 3 mins. The tissue didn't burn and a patient's condition is good. Generator setting was ablate 3 and coag 2. The surgeon has experience in using a probe as demo. Surgery was completed successfully using another aes-90sn. This report is being raised based on device malfunction with potential for injury upon reoccurrence.